Event description:
It was reported that during a procedure, the device connected to handpiece. Generator tuned on. Standby button depressed, test performed, instrument error code generated. Instrument re-torqued to handpiece, instrument error code reappeared. Not noted how case completed. No pt consequence.